Event description:
I am reporting a potential issue with single use dermatome blades manufactured by zimmer (ref# 00-8800-000-10, lot#66609275) which failed to perform as expected during a skin graft surgery for treatment of a patient's full thickness burn. During routine harvesting of the skin graft, the zimmer air dermatome (pressurized nitrogen powered) failed to excise a graft except only along one small edge of the dermatome blade. A repeat attempt proved the same results. The entire dermatome set (pressurized nitrogen tubing, dermatome head, blade, & guard) were changed to a new set and brought onto the field. A repeat attempt with this new surgical instrument tray and new single use blade created the same results. Finally, a new dermatome blade from a different lot number (#66646709) was used in the device and the device functioned appropriately. It is assumed by our institution that blades from lot #66609275 may be defective though outwardly not appearing damaged. All dermatome blades from that lot were taken out of service at our facility. Full thickness burn to calf.